Event description:
Technician said that applying the brake on the foot end of the bed does not activate the head end of the bed brakes.

Manufacturer narrative:
Technician said that the weld is broken on the brake/steer bar. Technician replaced brake/steer bar and the bed is working fine. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.